Event description:
The pt performed a blood glucose test on the suspect device and obtained a reading of 132mg/dl. Pt then experienced hypoglycemia and was taken to the ER. A device in the ER read 12mg/dl. Pt was given an IV to increase pt blood glucose and released.